Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter. Additionally, it was reported that an unexpected reset occurred. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery. Customer's blood glucose level was 182 mg/dl.